Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is stating machine does not turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and observed test could not be performed, iso port contamination, scratched display and pca burned. The customer complaint was replicated. There was no error has been identified. The device was scrapped.